Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss was attributed to user error as the operator did not follow rinseback procedures correctly. The user's guide provides adequate instructions for entering and performing rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff is aware of the event and additional training was provided. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment, the operator inadvertently entered rinseback mode without making the necessary patient connection changes. Rinseback of the patient's blood was not performed, resulting in an estimated blood loss of 190cc. No medical intervention was required.